Event description:
The user reported that the defibrillator cannot power up. No patient or user involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined.